Event description:
It was reported that the monitor on the 9800 system would intermittently flicker. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was re-greased during the svc call. The system was tested, and found to be working as intended, and put back into svc.